Event description:
Reamer fell apart in wash. After they washed the offset reamer the screws were not there.

Manufacturer narrative:
There have been other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.